Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all manipulated and assessed, and all were functional with no anomalies noted. The proximal end of the inner shaft was noted to be kinked, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, a 25mm navitor vision was chosen for implantation, utilizing a small flexnav delivery system (ds). The patient presented with severe aortic stenosis with a permanent pacemaker in situ. It was noted that there were no issues with retracting the device into the delivery system or issues with leading the retainer tabs into the retainer receptacle during preparation. However, while deploying the 25mm navitor vision, one tab remained attached. Several attempts to detach the tabs, and wire and ds manipulation (without pulling or pushing on the ds) were performed. It took about 30-45 seconds to come off or detach from the receptacle. The valve was deployed, with satisfactory depths. It was then observed that the capsule had not fully retracted/unsheathed beyond the retainer receptacle, despite the deployment wheel fully deployed (clicking sound reached). The flexnav ds was removed from the patient. While outside the patient, the flexnav ds was examined, and it was observed that the capsule had not fully retracted/unsheathed and had to use the micro adjustment wheel for it to fully unsheath. The patient remained fully stable, and the patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. It was reported that the patient was recovering.